Event description:
The customer reported that a few days after an operation, there was air leakage from the tube. It was confirmed that the pilot balloon had a crack. The patient was re-intubated.

Manufacturer narrative:
The lot number is unknown and therefore the date of manufacture can not be determined. If the sample is returned, a failure investigation will be performed. Note: the argyle silicone 77.7 endotracheal tube in the incident is not distributed in the u.s., however, an essentially identical device is distributed in the u.s. The hilo endotracheal tube is of essentially identical design and is distributed in the u.s. The 510k number for the hilo is k871204.